Event description:
It was reported that a clearlink system solution set had a cut in its tubing. The cut was described as a ¿slice down the flexible tubing¿. This was noticed before the device was setup for patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.